Event description:
Event description guidant received information that this patient has long qt syndrome and has recently received numerous shocks. It was reported that the patient is not pacemaker-dependent. The initial device check indicated that the device was at bol (beginning of life), then following 35 shocks, the device declared eri (elective replacement indicator). Later that same day, the device reached eol (end of life) indication. It was further noted that the device charge times were now approximately 30 seconds and there was an inquiry made as to whether or not the device was still capable of delivering therapy.